Manufacturer narrative:
Pump received with flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found cracked lcd controller (pcba 1). The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case, minor scratched lcd window, keypad overlay scratched, and cracked glass at the lcd screen. Alleged cosmetic damage was confirmed where minor scratched lcd window, keypad overlay scratched, and cracked glass at the lcd screen was noted. The flashing white display was confirmed during analysis due to a cracked lcd controller (pcba 1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer dropped the insulin pump and had some cracks and screen damage. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the reported event. The caller stated that the customer had fallen, and the damage occurred. The button and screen were damaged. The scratch was on the pump case and lcd, and it was reported that the customer could not read the display. No harm requiring medical intervention was reported. A product return for mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.